Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer guided the customer to shut down the device and leave it powered off for over six minutes. Upon rebooting, the drawer became visible, but it did not open during recovery. The station was brought down to the desktop, and the hardware test application (hta) was accessed. Drawer 5.2 in the main was tested and successfully opened when prompted. All cubies were tested. The drawer was left open while the device was rebooted again. Once the application was up, the customer logged in, recovered the drawer, and closed it when prompted. The inventory was successful, and all tests were satisfactory. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.